Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021 . Additional information: d4, h4 . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/25/2021 additional information: a2, d3 additional b5 narrative: it was reported that the patient experienced hernia recurrence following the surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted ¿dense adhesions to the underside of the mesh were taken down, then mesh was excised.¿ it was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information was provided.